Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a prime/fill anomaly. Customer's blood glucose was 498 mg/dl. The customer was treated for high blood glucose with syringe. The customer stated insulin continues to drip after motor stops during the manual process. Customer stated that they are unable to exit the preparing to prime loop. The customer stated they are stuck in rewind complete/bolus delivery loop. The customer was unable to do troubleshoot due to high blood glucose. The customer was advised to go to emergency room or urgent care. The customer also reported via phone call indicating that they excessive no delivery alarm during manual prime. Customer's blood glucose was 498 mg/dl. The customer was treated for high blood glucose with syringe. The customer was advised to change the set and/or reservoir in order to troubleshoot. The customer stated that they don't have another infusion set for testing. The customer was advised to go to emergency room.